Manufacturer narrative:
Additional information: the device was manufactured between august 08, 2018 - august 09, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the infusion port where the port connects to the bag. The leak was discovered before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the four (4) actual samples were received for evaluation. The bags were sliced at the top where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port cap from the base of the spike port of all samples. The reported problem was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.